Event description:
It was reported that pump displayed malfunction alarm code 15 with associated fault ID while in use, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return problematic pump within 10 days using prepaid label, and was advised to program pump settings and connect continuous glucose monitor to replacement pump running software version 7.10.2, which customer understood and acknowledged.